Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case and bottom case were found badly broken also cracked on right plunger case. Missing battery. Missing plunger tube seal for main case. Fluid ingression in bottom case. Error history log review found a motor not running error. The root cause of the reported issue was found to be a combination of motor assembly, worn gear, leadscrew and clutch halves were found old, dirty and worn out. The pump was over 12 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Replaced top case, bottom case and right plunger case. Performed occlusion test which passed.

Event description:
It was reported that the pump had a motor error, top and bottom cases were damaged. No patient injury was reported.